Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. As a measurement result of the length of the cutting wire and the cutting wire coating, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following mechanism. The cutting wire was being close to the distal end of an endoscope, or the instrument for activation test. An electricity was discharged between the cutting wire and the instrument in the state of ¿1¿. The cutting wire became very high temperature instantaneously due to an electricity discharge. That caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
During an inspection before use, the cutting wire of the subject device broke when the user gripped the handle. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the cutting wire was melted and burned and broken off by energization.